Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm2) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error code 32097 occurred on universal surgical manipulator (usm2) previously has returned. System logs indicated that the issue was reported by the axes controller, motor (acm) board on the usm. The site was able to recover from the error at that time. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi)did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and 32097 error was found in system logs which confirmed and replicated the reported complaint. The error indicated a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error was triggered indicating fault on the usm, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the parallelogram fiber. The probable root cause was attributed to fiber communication errors pertaining to the parallelogram fiber.